Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation), e1 (event site state). Doctor stated that gas loss alarm occurred a couple of times over the last few days. He said he wanted to get an understanding of how to troubleshoot and go over it with the team. Esp personal reviewed troubleshooting and verifying no visible signs of blood and connections secured on every occurrence of the alarm. Esp personal also emphasized using the iab fill and start keys to resume therapy. Esp personal and doctor discussed options of reduction of augmentation bars by one or two, but esp personal did not suggest doing this since the occurrences were not regular.

Event description:
Na.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.